Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right ventricular lead could not be fixed in place. The lead was not used and replaced. No further information was available.